Event description:
It was reported by service report that the power cord was severely cut and there were exposed wires. It was further reported the brakes were not holding on the footend. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: broken caster stems.